Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. Fifteen days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.